Event description:
It was reported that the intraocular lens (iol) was inserted and then removed and replaced from the left eye in the same procedure due to the haptic being bent/broken. The issue was observed after insertion. A non-johnson and johnson iol was implanted as replacement. There was no patient injury. The outcome does not significantly interfere with activities of daily life. The device was discarded. No further information was provided.

Manufacturer narrative:
Weight, ethnicity: unknown; requested but not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.